Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical singapore evaluated the device and the device performed to specification. The device passed the final test and was recertified and returned to the customer. Review of the clinical data indicated the patient's rhythm does not meet the criteria for a shockable event. This AED plus worked as designed and configured, and within the limitations of the technology available. This claim has been closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.